Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to discomfort, fecal incontinence, pain, and undesired sensations which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator experienced shocking sensations when rolling over in bed and fecal incontinence when bending over. These symptoms were described as overstimulation. The patient was advised to turn the device off or to lower the stimulation if discomfort occurred. Despite this, the patient elected to have the device removed. The device was removed and the patient was doing well. There were no additional complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced shocking sensations when rolling over in bed and fecal incontinence when bending over. These symptoms were described as overstimulation. The patient was advised to turn the device off or to lower the stimulation if discomfort occurred. Despite this, the patient elected to have the device removed. The device was removed and the patient was doing well. There were no additional complications reported.